Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed a pulse test. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation there fractured solder and insufficient solder on several integrated chips in the tti circuit (u901, u1002, u1101, u1103) on the monitor c/a board, which caused the pulse test failure. The root cause for the inadequate solder could not be positively identified but was likely a manufacturing error. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.